Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer woke this morning with high blood glucose of the 602 mg/dl due to the pump turning off at night. Customer stated that, she replaced the battery and the pump turned back on but at night she got a low battery. Customer had high blood glucose in the 300 mg/dl to 400 mg/dl range and currently it was 321 mg/dl. The customer declined to troubleshoot for low battery after 1 day of changing the battery and for high blood glucose due to pump getting replaced for the blank display. Customer treated high blood glucose with a bolus and a syringe. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.